Event description:
The pt reported the luer lock on his insulin infusion set cracked when he attached the tubing to the infusion device while changing his insulin cartridge. He stated the luer lock split up the side. He said he realized it was cracked because the infusion set was leaking. He stated he thinks he may have overtightened the luer lock. The pt stated the infusion set was an older one as he had a surplus of infusion sets and he was trying to use them up. The infusion set was not requested to be returned as prior to the call the pt had put epoxy on the luer lock in an attempt to "mend" the crack. The pt was unable to verify the lot number or expiration date. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.